Manufacturer narrative:
(B)(4) d10: 00598801014, 14mm diameter 100mm length straight stem extension combined, (B)(6), 00599003710, distal femoral augment block precoat, (B)(6), 00599003701, posterior femoral augment block precoat, (B)(6), 00599003701, posterior femoral augment block precoat, (B)(6), 00599404217, 17mm height size g with locking screw striped green articular surface, (B)(6), 00598800600, nexgen size 6 precoat cemented stemmed anterior/posterior wedged tibial, (B)(6), 00599401792, size g cemented option femoral component, (B)(6). G2: foreign: australia. H6: proposed code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tak and, approximately 12 years later, a revision surgery due to loosening and metallosis. Additionally, a femoral stem fracture was noted in the x-ray impression. The surgical technique was utilized, with no reported surgical delays or retained foreign bodies. The specific component(s) associated with the reported events were not identified in the available information; therefore, the events have been conservatively attributed to all applicable revised devices. Attempts have been made, and all available information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed. Visual examination of the provided pictures identified the explanted devices with foreign debris on theirs surfaces. The femoral stem taper connection is fractured and remains attached to the femoral implant. As the implants were not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: truncated imaging of total knee arthroplasty shows a fracture of the femoral stem at the modular junction. Linear oblique lucent line in the adjacent distal femur is suspicious for an associated periprosthetic fracture. Amorphous material in the posterior knee and small effusion is indeterminate without prior comparison or cross-sectional imaging (CT or MRI), however, the differential includes cement debris, crystal deposition or the radiographic "cloud sign" described in the setting of metallosis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.